Event description:
International complaint coordinator reports one incident of patient death after using the a-18 dialyzer. It was reported that the patient completed dialysis in the morning and expired later that evening.